Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility and confirmed the reported issue. The stirrer motor was replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may cause corrosion at the level of the bearing not allowing the stirrer motor to rotate resulting in the reported failure.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He traced the failure back to the stirrer motor which was not working. He ordered a new part which will be replaced on a second visit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor malfunction on the patient side during setup. There was no patient involvement.